Event description:
Same case as 1527460-2011-00097. The complainant reported a balloon burst. The tube was inserted on (B)(6) 2011 and fell out on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device reported, list number m188, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51360, that is marketed domestically. The testing and investigation results indicated the complaint for balloon burst was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.